Event description:
The pt complained of blurry tinted vision. A brown pigmentation was observed in the iol "stroma" yag laser was performed to discard any additional fibrosis. The lens was explanted 2002 and replaced.